Event description:
It was reported that the left ventricular lead exhibited low thresholds. The images showed that the catheter was slightly pulled back. The pacing was reprogrammed and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.